Event description:
The ge oec 2600 fluoroscopy system displayed a table not ready message.

Manufacturer narrative:
A ge oec service representative investigated the issue and found loose bolts in the image chain that were tightened and the filmer was lubricated. The system was tested found to be functioning as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.